Event description:
(B)(6) was notified of the adverse event described below. After evaluating the information received; (B)(6) has determined the adverse event was not related to a device manufactured, sold, or imported by (B)(6). Following 21cfr803.22, we are hereby submitting (B)(6) notification of the event to cdrh. As reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in the aortic the proglide and angioseal failed. Vascular intervention by wire and balloon was performed due to partial sfa occlusion. There was no allegation of any (B)(6) device that caused the event. Reference report mw5161848. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).